Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cold or cracked solder joint found on pin 6 of the ambient light sensor(u1).

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failures alarm. The customer¿s blood glucose level was 120 mg/dl at time of incident. The customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was performed and the customer stated that the self-test was performed and passed. The insulin pump will be returned for analysis.